Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and the excessive no delivery test. All operating currents are within specification. The off no power alarm functioned properly during the occlusion test, no alarm occurred during the first run; observed air bubble in the reservoir. Used another new reservoir and infusion set during the second run, the device alarmed no delivery at 6.3 units. The device alarmed no delivery out of range anomaly due to pump preservation. The insulin pump received with no battery in the battery tube. During visual inspection minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and slightly damage battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported that he was hospitalized on (B)(6) 2013 due to a diabetic ketoacidosis. His diabetic ketoacidosis was complicated by the onset of atrial fibrillation. The customer's insulin pump was removed and started on insulin drip. He required cardioversion for his atrial fibrillation. The insulin pump over and under delivered insulin. The device was not returned.